Event description:
Reported issue: clips broke when they were trying to load them. No reported injury.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-pc. Lot in october of 2018. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet -kenosha's manufacturing process. Evaluation of the returned instrument as received shows that it has a non-teleflex luer port cap installed on it and that the jaws are loose and misaligned in the closed position and the jaw pivot pin is slightly recessed into the outer tube assembly and the knob rotational mechanism is dry and sluggish feeling and difficult to rotate. It was also found that there is additional laser marking on the tube assembly that states "do not use not repairable" which signifies that this instrument has been sent in for repair at some point and is not repairable. Functional testing shows that this instrument will not close a clip over silastic test tubing. We are able to validate this complaint. We are unable to determine what caused the jaws to be loose and misaligned and for the jaw pivot pin to be slightly recessed into the outer tube assembly and for this instrument to become un-repairable but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Manufacturer narrative:
Qn#(B)(4). The device investigation is pending. A follow-up report will be submitted when it is completed.

Event description:
Reported issue: clips broke when they were trying to load them. No reported injury.